Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: the tip of blade about 2mm was missing, but he did not conduct something to find the missing piece. The patient did not have additional examination and treatment and he is monitoring now. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during a liver segmentectomy, it was found that the blade was broken when using on the liver parenchyma. The device was activated with the tip of the cusa touching the blade several times. There is a possibility that the broken pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.